Manufacturer narrative:
This report is being filed under exemption number which covers a 2-year retrospective review of events reported by consumers between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 15 unreported malfunction events for model 3023 and 2 unreported malfunction events for model 3116 for the above time period (product code ezw).

Event description:
The patient reported satisfactory symptom relief, even while using a wheelchair. The patient stated the device turns off when she goes through store security.